Event description:
A report was received that the patient underwent a revision procedure due to infection at the pocket site. The physician drained the infection and replaced the patient's ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
No complaints about the functionality of the device was reported. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the patient underwent a revision procedure due to infection at the pocket site. The physician drained the infection and replaced the patient's ipg. The patient is reportedly doing well following the procedure.